Manufacturer narrative:
Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching the ring electrode and right ventricular cable lumens between the shock coils. The optim sheath was damaged at this location, consistent with procedural damage. The etfe cable coating were not damaged.

Event description:
This report is to advise of an event observed during analysis.